Event description:
On (B)(6) 2023, a 65 year old male patient with a history of chronic liver failure was taken to the operating room for a liver transplant. During the procedure, the patient was undergoing a transfusion of blood products utilizing a belmont rapid infuser when the belmont was noted to be expelling smoke. The transfusion was stopped immediately and disconnected from the patient. A second belmont unit was brought to the operating room and the transfusion was restarted. The equipment has been removed from service and will be sent back to the manufacturer for evaluation.